Event description:
Per the field clinical specialist (fcs) report, during a transapical tavr procedure, after the deployment of a 2nd sapien valve the patient had a cardiac arrest and was placed on iabp. Case summary: during the placement of the pledgets the patient's blood pressure dropped from 120mmhg to 60mmhg and the anesthesiologist stated that the hematocrit had dropped from 36 to 29. One unit of blood was transfused. The pressure continued to decrease. The 20 x 3 edward's bav balloon was positioned and the bav was performed with no rapid ventricular pacing (rvp). The patient had an episode of chb after the bav and then intermittent heart block throughout the remainder of the procedure. An ep consult had been arranged prior to the case, as it was felt that there was a high risk of chb. Post bav the blood pressure was 40 mmhg systolic. The team discussed placing and iabp vs. Cpb. The 26mm sapien valve was introduced and positioned 50:50 across the aortic annulus. An aortogram was done during deployment; however the valve shifted ventricular and was deployed lower than intended (70:30 ventricular). The blood pressure did not recover post valve deployment and was 30/20 mmhg; intra-aortic epi was given via the 6f pigtail catheter. Tee noted that the native leaflets were coming in over the sapien and there was severe central aortic insufficiency (cai). A 2nd 26mm sapien was deployed approximately 70% more aortic than the 1st sapien. This resolved the cai, no paravalvular leak (pvl) was noted. Tee documented a ventricular standstill and CPR was initiated. Two more units of blood and 2 units of platelets were administered. Repair of the apex was initiated. A 40 cc iabp was placed from the right femoral artery. The patient's pressure had recovered before the iabp was started. The pressure was 180 mmhg and ntg was started. As the patient was pacer dependent, the temporary pacer was set at 70 bpm. Per report the patient was doing well post procedure. Per report: the aortic annulus diameter measured 21mm x 27mm (by CT). The calcification was described as severe for the aortic annulus and moderate for the aortic root. The measurement for the diameter of the sinotubular junction (stj) was 28mm and 35mm for the sinus of valsalva (sov) diameter. The patient baseline ejection fraction was 60%. There was mild ventricular septal hypertrophy and moderate mitral annular calcification (mac).

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the cause of the cardiac arrest after the deployment of a 2nd valve cannot be confirmed. According to the information provided, the patient had experienced a significant amount of blood from the apical access site. Other risks factors include the patient¿s history of inadequate coronary perfusion (s/p CABG) and the rvp. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of four reports being submitted for this case. Please reference manufacturer reports no. 2015691-2014-00013, 2015691-2014-00014, and 015691-2014-00021.